Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 4.0, 1.0, 4.0, laboratory inr: 1.0. Therapeutic range: unknown. The time between each inratio test was 10-15 minutes. The time between the inratio tests and the laboratory test was unknown, however, it was the same day. Reportedly, the first drop of blood was not used and the customer used inratio strips that were intended for the use on the inratio2 meter and not on their inratio1 boxed meter. There was no reported adverse patient sequelae. Though requested, the customer was unable to provide any additional patient or technique information.

Manufacturer narrative:
Investigation/conclusion: the customer reported discrepant high inratio inr results during testing. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. Additionally, the customer used inratio strips that are intended for use on the inratio2 meter on their inratio1 boxed meter, these could not be ruled out as a possible root cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.